Manufacturer narrative:
(B)(4). No device will be returned for evaluation.

Event description:
It was reported that in the ICU during insertion of vascath into right ijv, the guide wire unraveled and initially was unable to fully withdraw the guide wire due to it being unraveled. The point of transition from coiled spring to unraveled spring appeared to occur at the swan lock which was on the end of the lumen. Approximately 5cm of the wire was unraveled. The distal 5cm section of the wire unraveled into a 15cm long segment. As a result, both the guide wire and catheter were together removed and a new kit was successfully used. It is not known if the issue caused a delay, however, there was no reported death or complications to the patient.